Manufacturer narrative:
A ge rep evaluated the sys and found liquid had leaked through the tube cover. Ge rep cleaned and dried the affected components. Sys operates as intended.

Event description:
Customer reported the sys displays an error code and has flashing lights on boot up. No pt injury was reported.